Event description:
Additional information stated the ins was replaced for battery replacement and the tined lead on the left was replaced due to high impedances on (B)(6) 2013. It was stated the lead was slightly difficult to remove; there was some fibrosis present with some dissection necessary for lead removal. It was noted extra dissection and a second incision were needed in the removal. The lead was replaced on the right side. It was stated rectal stimulation was felt during implant with electrode 3 and 2 and vaginal stimulation was felt during implant with electrode 0 and 1. Symptoms were first noticed on (B)(6) 2013 and the patient could not feel stimulation. On (B)(6) 2013 it was noted the patient recovered without sequela. It was noted the lead and ins were not returned.

Event description:
It was reported that high impedances were observed on the patient¿s implantable neurostimulator (ins) and that they could no longer feel the stimulation. The patient¿s ins was turned off (¿stimulation was temporarily discontinued¿) until surgery could be performed. It was also reported that the ins battery had depleted. The ins and the lead component were then replaced. The patient outcome was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v565966, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).